Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out even securement wing was used. It was indicated there were bubbles on the silver ion sleeve, and new catheter was inserted. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: no abnormalities. The bubbles on the silver sleeve are a normal part of the function of the device when the silver has been dissolved. A functional evaluation found that which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.